Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/dysfunction. It was reported that the patient woke up from anesthesia saying they were having right leg pain and difficulty wiggling their toes. The lead was implanted on the left side and the battery on the right. The patient felt stimulation appropriately in the vagina as a light buzzing. The doctor advised and stated that since sensation was felt in a different area than the pain to leave the stimulation on and low. The agent was notified several hours later that the patient went to the ER for leg pain and the device had been put into MRI mode for an urgent MRI to be taken. The device had since been turned off and the patient was still experiencing leg pain. The patient was admitted to the hospital and the doctor is following the patient within the hospital and keeping reps updated. The device will remain off until further notice.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.